Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2013 , the patient experienced an infection. This adverse event was solved by a revision surgery on (B)(6) 2023, in which only one (1) lgn cr high flex xlpe sz 3-4 13mm was exchanged. Health status of patient is unknown.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested supporting clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the reported infection. It should be noted, the reported infection was treated with a revision 10 years post implantation. The root cause and/or patient impact beyond the reported infection and subsequent revision cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment can be rendered at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For legion cr oxin fem sz4 lt, a review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. For lgn cr high flex xlpe sz 3-4 13mm, gns ii cmt tib size 4 left and gns ii resurf pat 26mm, a review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the device did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that acute post-surgical wound infection has been identified in possible adverse effects. Active, local infection or previous intra-articular infections are identified in contraindications for total knee replacement. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. A review of the sterilization records revealed the batches were sterilized within normal parameters. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include patient reaction. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.